Event description:
Pt that had been in terminal shock after an earlier cardiac arrest was brought to the or for ex-lap. Pula art cath cvc phared. Manval ventilation on anesthesia machine during cxt for line placement. On switching back to vent mode ventilator failed to cycle, and did not give an audible alarm. (As reported by company service rep. Cpv driving ventilator failed.) This was noted very quickly by anesthesia team and manual ventilation resumed (seconds). Pt suffered a cardiac arrest soon there after and was resuciated only to die in ICU hours later from ischemic bowel that could not be resected. It is the opinion of the anesthesia team that the vent malfunction was brief enough that it did not specifically cause the arrest-many other factors were occurring simultaneously; terminal shock, hypo-kalemia, acidosis, hypocalcemia, weisening pulm function however malfunction should be communicated to other machine users.